Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packing is difficult to open and maintain sterility with a bd syringe¿ 20ml ll. The following information was provided by the initial reporter: it was reported that packaging is difficult to open and maintain sterility. The paper packaging sticks to the plastic packing and tears easily.

Manufacturer narrative:
H.6. Investigation summary: one opened package received for investigation. The sample sent could not be evaluated since it is open, however ten retention samples were evaluated for package tearing upon opening the package and fiber tear in the package. No defects observed. Potential root cause is failure in pressure and sealing temperature, no corrective action at this time. During the documentary review no attributable problems were presented with the defect reported by the customer. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that packing is difficult to open and maintain sterility with a bd syringe¿ 20ml ll. The following information was provided by the initial reporter: it was reported that packaging is difficult to open and maintain sterility. The paper packaging sticks to the plastic packing and tears easily.